Manufacturer narrative:
Patient hight: 189 cm. Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valve we have carried out penetrability test. These test is carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Computer controlled test: the test is performed with a miethke computer controlled testing apparatus. The m.blue was tested by simulating a cerebrospinal fluid flow at rates between 60 ml/h down to 5 ml/h in the horizontal and vertical position (in acc. To iso 7197). Distilled water is used as test-liquid. Adjustment test: the adjustment test is used to ensure that the m.blue can be adjusted to all pressure levels. The tests are carried out with the standard check-mate and measurement tool. The valve is adjusted from 0 to 40 cmh2o and down again in increments of 4 cmh2o. Braking force and brake function test: to measure the braking force, we tested the m.blue valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Results: first we performed a visual inspection of the m.blue. Except of slight scratches on the housing no significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability and opening pressure of the valve. The valve was shown to be permeable. However, the opening pressure was not operating within specifications. The valve showed an overdrainage. Additionally, we tested the adjustability as well as the brake functionality and brake force of the m.blue. The valve operated as expected and met all specifications. Finally, we have dismantled the valve. Light but visible deposits could be detected inside the valve. Based on our examination results, we can partially confirm the suspicion of "blockage". The valve could be tested positive for permeability. However, it was only possible to adjust the valve to a limited extent. With the help of the test bench measurement we were also able to determine an overdrainage at the m.blue valve. We suspect that the deposits found inside the valve led to the functional impairment. Deposits caused by natural substances in the csf, such as protein, blood or tissue particles, are among the known and unavoidable risks of hydrocephalus therapy. We can exclude a defect at the time of release. The m.blue met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was an issue with a m.blue valve. The reporter indicated that after 5 month and 29 days the valve had a blockage. The valve was explanted. Additional information was not provided.